Manufacturer narrative:
Date of event - estimated since unknown.

Event description:
It was reported a thrombosis had occurred. A 24mm watchman flx had been successfully implanted on (B)(6) 2020. During a routine follow up appointment, it was discovered that a thrombus was present on the closure device. It was noted that the patient was compliant with their medication regimen. The patient was admitted and heparin was started.